Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reported contacted animas alleging that the patient experienced a blood glucose of 596 mg/dl associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. Customer technical support (cts) was unable to determine what the issues were with the pump. The reporter stated that she felt with having to prime a larger amount she was concerned about the pump. Troubleshooting could not be completed at the time of the complaint. Cts made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-apr-2019 with the following findings: a review of the black box showed the daily insulin delivery totals correctly reflected the user's programmed basal rates. Multiple occlusion alarms were observed throughout the black box. The force at the time of occlusions was high. No evidence of large prime volumes was found in the prime history. The rewind, load cartridge, and prime steps were performed successfully with no alarms. The pump passed delivery accuracy testing and was found to be delivering within the required specifications. The force sensor calibration test confirmed the sensor was detecting the correct force. No occlusions occurred during testing. A cartridge with 100 units was accurately loaded into the pump. Unrelated to the original complaint, the battery compartment was cracked, and the display was dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.